Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs plus meter serial number (B)(4) compared to a laboratory stago analyzer with neoplastin reagent. On (B)(6) 2022 and at 12:00, the patient's meter result was 4.3 inr. Within four hours, the patient's laboratory result was 2.8 inr. On (B)(6) 2022 and at 11:30, the patient's meter result was 3.6 inr. Within four hours, the patient's laboratory result was 2.5 inr. It was reported the anticoagulation dose remained the same based on the laboratory results. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is bi-weekly.

Manufacturer narrative:
The meter and strips were requested for investigation, however, the meter and test strips were not available for return. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient/consumer.